Manufacturer narrative:
Per 803.52 the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: reason code for no evaluation, manufacturer narrative. Additional information: returned to manufacturer on, imdrf annex b,c,d grid, remedial action required, remedial action #, device return to manuf, device eval by manufacturer. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.